Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon product / thermachoice catheter, contributed to the adverse events described in the article (specifically: endometritis). If yes, provide details of event, medical /surgical intervention performed and specific product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article?

Event description:
It was reported in a journal article that the patient underwent an endometrial ablation by uterine balloon therapy procedure on unknown date. Following the procedure, the patient experienced watery discharge for 10-14 days, and cramping lower abdominal pain for 1-2 days. The patient also experienced a complication such as endometritis, and underwent a hysterectomy. Additional information has been requested.